Event description:
The relief circulator in the room reported that the bone scalpel had broken off the handle and fell into the patient. The piece was retrieved by the surgeon and placed in a sterile cup so that it could be sent to the front desk and discarded appropriately. Bone scalpel blade info: reference# 110-31-1110, lot# 213292. After it was retrieved, I came back from lunch and called the front desk. The charge rn and I agreed on the safest thing to do would be to take an x-ray. Md noted no bone scalpel blade fragments left in patient. Manufacturer response for bone scalpel, (brand not provided) (per site reporter) waiting to return device to manufacturer.